Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with broken battery tube threads, cracked case along the side of the battery tube, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay.

Event description:
Customer reported via phone call that the battery compartment on their insulin pump was damaged. Blood glucose level at the time of the call was unknown. Troubleshooting was not performed and the device will be returned for analysis.